Event description:
The complainant reported an overdelivery. It was reported that the patient was over fed by 400 ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is same or similar to a device that is marketed domestically. According to the complaint report, the device will be returned for testing and investigation. To date, the device has not been received.